Event description:
The customer reported that there was a precharge voltate error. This error will likely prevent the system from booting. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.